Event description:
Pt had complaints of intractable facial pain and mandibular anklysosis. The pt is status post 3 left tmj surgeries since 1991. A left tmj arthroplasty, removal of glenoid fossa implant was completed. The prosthesis was noted to be mobile with loosening of screws.